Event description:
In 2002 patient has tmj concepts put in her jaw. After surgery she developed osteomyelitis. This was treated. She experienced sever pain and lost her career because of increasing pain. All of her hair fell out and was diagnosed with auto immune and iga def a few years after the implants were placed. She has severe sleep apnea and is very sick. She cannot work. In 2015 she had implants removed and test results showed white blood cells associated with metal sensitivities. She also had heterotopic bone growth as well. The implants were sent to tmj concepts and they will not return them until new implants are made says the patient. She has been found allergic to the chrome cobalt and the nickel in the devices. Now that her implants are removed her pain is getting better but she is left without any joints and may undergo rib grafts. She has been afraid to report her case for fear of being abandoned by the doctors. She is college educated and had to leave her career due to pain and auto immune disease. Her doctors are stating the implants caused her autoimmune disease.